Event description:
It was reported that the patient presented with syncope, bradycardia and complete heart block. The device was not pacing and when evaluated with the analyzer, it found no device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.